Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins / damaged electrode belt connector) has been confirmed. Upon evaluation pins in the electrode belt's trunk cable connector were bent is a swirl pattern. The cause for the bent pins cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
A pt service representative contacted zoll customer support to report she could not get a (B)(6) male pt's electrode belt to connect to the monitor. The pt was provided with a replacement electrode belt.